Manufacturer narrative:
Subsequently, boston scientific crm received information that the patient was presented to the electrophysiology (ep) lab for an invasive assessment of the device/lead system. The chronic device's battery status indicator was end-of-life (eol) and the device had reverted to storage mode. The replacement device was connected and the physician verified a secure connection between the terminal pins and the device. The recorded shock impedance with the device's shock configuration programmed to rv (coil) to can was 35 ohms. The recorded values for all other shock configurations was greater than 125 ohms. The physician elected to leave the rv defibrillation lead inservice because of the patient's poor health status. All other lead diagnostic measurements were normal. The device's shock configuration was permanently programmed to rv (coil) to can. No defibrillation threshold testing (dft) was performed during the procedure because the patient was in atrial fibrillation (af). To date, the device has not been returned for laboratory testing. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this patient had been admitted to the hospital. The device triggered end-of-life (eol) on (B)(6), 2010 and then reverted to storage mode. The device had triggered elective replacement indicator (eri) on (B)(6), 2009. The patient had not been seen at the clinic since sometime in 2009. There had been a report that this patient's heart rate had been in the 30 bpm range. Currently, the patient is in atrial fibrillation with irregular conduction and is being monitored. The device's monitoring voltage is 2.18 volts. The patient has been scheduled for a device replacement procedure. Technical services explained that the device is not capable of delivering bradycardia or tachycardia therapy.